Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be filed should any necessary supplemental information become available. A 510(k) number will not be provided in the emdr as the product information is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 that appeared on the homechoice (hc) display during fill 5. The home patient (hp) stated he was asleep when his hc machine alarmed and he was not sure what happened or if it might have been a disconnected bag. The technical service representative (tsr) explained the alarm to the hp and explained why the alarm ended his therapy. The hp stated that he thought it might have been a disconnected bag that fell but he was not sure. The hp stated he had already cleared his hc off of the supplies and cycled the hc machine twice to clear the alarm. No patient injury or medical intervention was indicated at the time of the initial report. No additional information is available.